Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4)

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6)2017, a back to back blood test was performed by the customer fasting and produced test results of 206 and 198mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/19/2018 and open vial date is 06/19/2018. The meter memory was reviewed for previous test result history (date / time not set): a 194mg/dl, (B)(6)2017 12:03 pm, fasting: yes. A 182mg/dl, (B)(6)2017 12:00 pm, fasting: yes. A 271mg/dl, (B)(6)2017 10:04 am, fasting: yes. A 237mg/dl, (B)(6)2017 10:40 am, fasting: yes. A 171mg/dl, (B)(6)2017 06:40 pm, fasting: yes. Customer is concerned with all of the results that are above 180mg/dl.